Event description:
The customer contact reported that the device delivered less medication that intended. The device was returned to the central supply department with an unsigned note that stated, "does not infuse the amount in the given time - broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(6).